Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided, as customer's husband declined to provide additional information. Per customer's healthcare (hcp) provider, customer had not been seen by hcp since 2015. Hcp's office did not have any further details.